Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 21 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 140 mm. The iliac arteries were reported to be tight, and there was calcification reported. It was reported that the physician pulled the runners too hard during removal, and that the bifurcated stent graft was pulled down. A 26 mm diameter x 3.75 cm length aortic extender cuff was implanted to ensure a proximal seal. Final angiorgram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.